Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory had an observation relating to implant detect. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that implant detect did not complete after implant of the implantable pulse generator (ipg). It was noted that the device mode had prohibited the implant detect from completing successfully. Implant detect was programmed off. No patient complications have been reported as a result of this event.